Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-030472. Additional information received revealed both of the patient's leads were explanted and replaced to address the issue.

Manufacturer narrative:
The patient's weight has been obtained and provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-030472. It was reported high impedance was found on both of the patient's leads. In turn, the patient has been unable to receive effective therapy. As a result, the patient may undergo surgical intervention.